Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application had no audio for high and low alerts. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. Data review could not confirm the reported event. A root cause could not be determined.